Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of terovaginal prolapse, stress urinary incontinence and menorrhagia. It was reported that after a procedure where this device was implanted, the patient experienced vaginal pain and dyschezia. The device had been used with tackers. After treatment, the patient experienced pelvic pain and vaginal bleeding. Reason for mesh implantation: uterovaginal prolapse, stress urinary incontinence (sui), menorrhagia procedure (s) performed: total vaginal hysterectomy (tvh), tension-free vaginal tape mid-urethral sling, posterior repair with avaulta mesh augmentation and cystoscopy findings: the uterus and cervix were delivered.